Event description:
A (B)(6) male pt called zoll customer support to report that one of his batteries wasn't holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (not holding charge) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be sent a replacement battery pack. No adverse event resulted from the defective battery. The pt received a replacement battery pack.